Manufacturer narrative:
The field service representative contacted the customer and found that the electrodes drying/reseating, priming ise's, and unit-specific conditioning were needed. The qc and calibrations were within acceptable limits. The customer completed the maintenance, which appeared to resolve the issue.

Event description:
The initial reporter received questionable ise indirect k+ for gen.2, ise indirect na+ for gen.2, ise indirect ci for gen.2 results on cobas 8000 cobas ise module. The results were from the same sample. The initial sodium result was 108 mmol/l. The test was repeated twice. The first repeated result was 111 mmol/l and the second repeated result was 136 mmol/l. The initial potassium result was 4.1 mmol/l and the repeat result was 4.8 mmol/l. The initial chloride result was 74 mmol/l and the repeat result was 97 mmol/l. The sodium electrode lot number was y06 and expiration date 2-apr-2018. The potassium and chloride electrode lot numbers and expiration dates were requested but not provided. These results were reported outside of the laboratory.